Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 600 mg/dl). Reportedly, the pump settings needed to be adjusted. Customer delivered a bolus to address elevated bg levels. Tandem technical support recommended the customer discuss pump settings with a health care professional.